Manufacturer narrative:
A philips remote service engineer (rse) evaluated the issue with the biomed engineer (be) and confirmed the touch screen would not respond for parameter changes. There was no evidence of impact damage, and the screen was fairly clean, the be attempted a touchscreen calibration, which failed with no touch response. The rse provided parts ID for the touchscreen replacement. The customer be confirmed the touchscreen was replaced and the issue resolved. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that touchscreen not responding. Occurred during patient set up. There was no reported harm to patient/user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer states that screen was fairly clean with no evidence of damage, however touchscreen calibration fails with no touch response. Rse provided parts ID for the touchscreen to resolve.